Manufacturer narrative:
The lead and anchor remain implanted and are not available for analysis. Without the return of the anchor for analysis, it is not possible to reach a definitive root cause. The x-rays showing the lead migration were not provided. Lead migration from the location chosen at initial implantation, resulting in stimulation changes is listed as a potential risk in the manufacturers instructions for use (IFU). The manufacturing records were reviewed. Product met all requirements for release with no anomalies identified.

Event description:
A saluda medical evoke spinal cord stimulation (scs) system (evoke system) was implanted on (B)(6) 2023. On (B)(6) 2023, a lead revision was performed due to a car accident (date unknown). Healthcare professionals noted x-rays have shown a movement of the cervical lead multiple vertebras downwards. An incision at the anchor site was made and a new lead was placed next to the dislocated lead. The old lead stayed in place to have more options in the future if the pain area changes. Only the new lead is currently in use. Programming took place the next day and the patient is satisfied with stimulation again.

Event description:
A saluda medical evoke spinal cord stimulation (scs) system (evoke system) was implanted on (B)(6)2023. On (B)(6)2023, a lead revision was performed due to a car accident (date unknown). Healthcare professionals noted x-rays have shown a movement of the cervical lead multiple vertebras downwards. An incision at the anchor site was made and a new lead was placed next to the dislocated lead. The old lead stayed in place to have more options in the future if the pain area changes. Only the new lead is currently in use. Programming took place the next day and the patient is satisfied with stimulation again.

Manufacturer narrative:
The device was not returned for analysis. If the device is returned, a supplemental report will be submitted.